Manufacturer narrative:
A philips remote service engineer (rse) confirmed the results of functional testing by the customer biomedical engineer (biomed), which indicate the wrong speaker was configured. The rse reconfigured the speaker connection and confirmed the sound was working. Based on the information available and results of additional analysis, no further action is necessary at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that sounds is not working for the alarms. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. The customer biomedical engineer has rebooted the philips patient information center ix (pic ix) host twice, and has replaced the speaker with a new one. They are using a remote solution. A philips remote service engineer (rse) remote access the system under the speaker, and found they have 4k and rtack enabled. The rse disabled 4k and enabled rtack. The rse also stopped services and made changes from windows; the rse confirmed resolution and the problem was solved.